Event description:
Patient reports pump is resetting itself without user intervention.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed an intermittent loss of contact between the battery cap and the pump case.